Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien valve in an alterra present, the team was unable to deploy the sapien 3 valve due to the patient's tortuous anatomy and kinking of the pulmonic delivery system valve housing. Upon removal, the valve was observed to be damaged due to anatomical turns from the right ventricle to the pulmonary artery. Per report, the alterra prestent system was deployed as planned. The case was aborted.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to unavailability of returned device and/or relevant imagery. As reported, 'during a transfemoral tpvr procedure with a 29mm sapien valve in an alterra present, the team was unable to deploy the sapien 3 valve due to the patient's tortuous anatomy and the pulmonic delivery system valve housing kinking. Upon removal, the valve was observed to be damaged due to anatomical turns from the right ventricle to the pulmonary artery'. Also, the insertion angle was steep, as reported. Per instructions for use, 'patient venous anatomy should be evaluated to prevent the risk of access that would preclude the delivery and deployment of the device. Tortuous patient anatomy can create sub optimal angles that can lead to damage to the delivery system and valve frame. Tortuous anatomy, paired with the valve capsule kinking that was noted, may have created resistance during navigation of the valve and delivery system to the target location. It is possible that excessive device manipulation was used in order to overcome the difficulty to further advance the delivery system through the anatomy, which may have led to the reported frame damage. As such, available information suggests that patient factors (tortuous anatomy) and/or procedural factors (kinked valve capsule, excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.